Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell and damaged the insulin pump. There was a dark mark behind the screen. Device was unable to deliver insulin. Top half of the display was blank. Customer's blood glucose was 15.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to cracked and bleeding lcd glass. Unable to perform self test due to cracked and bleeding lcd glass. The insulin pump had cracked reservoir tube lip and minor scratched display window.